Event description:
A healthcare professional reported through a clinical study site that a patient developed an eight-ball hyphema with elevated intraocular pressure on postoperative day one following a stent implantation procedure. To prevent corneal blood staining, the patient was taken to the operating room the same day, and an anterior chamber washout was immediately performed. At follow up day after the washout, the patient had persistent poor vision but showed a much improved degree of hyphema. The patient¿s vision subsequently improved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of repositioning, elevated intraocular pressure, anterior chamber washout, poor vision; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The manufacturer internal reference number is: (B)(4).